Event description:
Low o2 yellow light on when dealer came to look at machine it was 60 % and when opened cabinet, they found sieve beds saturated. Dealer states that sieve beds exploded . Tech (B)(6) states one happened because of the other. Unit has 171 hours.